Event description:
A report regarding opacification of an iol was received by ciba vision on 1/28/2002 from a surgeon regarding a pt who had a left eye memorylens implant in 2000. A cloudy lens was first noted at exam in 2001. Visual acuity at exam was 20/25. The surgeon is not planning on explanting the lens at this point in time.